Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) tandem cuff developed urethral erosion, which was diagnosed via cystoscopy. The identified injury led to a surgical intervention. During the procedure, it was noted that the erosion had weakened the tissue. The entire aus was removed and replaced. No additional information was reported.